Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. No one had reached out to the manufacturer representative to say the patient was having any issues.

Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that there was a power on reset (por) message on the patient programmer (pp). No patient information was provided. The indication for use is unknown. There were no further complications that have been reported as a result of this event.